Event description:
Revision surgery is planned for patient with a unicondylar knee implant due to presence of osteoarthritis in the opposite condyle of the treated knee. Patient will be revised to a tka.

Manufacturer narrative:
Revision surgery is planned for patient with a unicondylar knee implant due to presence of osteoarthritis in on the opposite condyle of the treated knee. Patient will be revised to a tka. Review of the device history record indicates that the device was manufactured to specification.